Event description:
Additional information reported that the event occurred 6-12 months after implant. Indication for use was intractable chronic cluster headache.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider via the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there was a defect electrode. It was unknown if there were any external contributing factors. It was unknown if any diagnostics or troubleshooting was performed. It was unknown if any interventions or actions were taken to resolve the event. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.